Manufacturer narrative:
The facility has discarded the product, it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2014-010119-00120 & 00121.

Event description:
A report was received from a user facility in (B)(6) stating: "sleeve impossible to introduce in a 2.2 incision. No patient impact. No product request".